Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Visual examinations were performed and right ventricular setscrew was noted to be stripped, consistent with having occurred during procedure. Pin gauge measurement on the header bore port was performed and was within specification. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
During initial implant procedure, the setscrew could not be tightened on the device. A replacement device was successfully implanted to resolve event. The patient was stable.